Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a separation between the pebax and the third electrode and a reddish material was observed inside. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax separation is related to the manufacturing process of the device. The instructions for use (IFU) of the carto 3 system contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; the instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body; refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the third electrode, and reddish material was observed inside. It was initially reported by the customer that high force readings were displayed on the carto 3 system only when coming on ablation. The catheter was moved to a different place in the heart but the issue persisted. The catheter was zeroed without resolution. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued with no further issues. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 21-may-2025, he bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the third electrode, and reddish material was observed inside. These findings were reviewed and assessed the issue as an MDR reportable malfunction since the integrity of the device has been compromised.